Manufacturer narrative:
The zoll autopulse li-ion battery failure mode and serial number: (B)(4) reported in this ccr are covered by CAPA: (B)(4). Refer to the CAPA documentation for details on the failure mode description, technical root cause discussion, and corrective action plan.

Event description:
The customer reported the fully charged autopulse li-ion battery (sn: (B)(4) will not power on the autopulse platform. The issue was noticed when the battery was fresh out of the multi-chemistry battery charger (mcc) and during trainings mid-shift. The status leds on the battery show 4 solid green lights and the battery is able to successfully charge in the mcc. No patient involvement.